Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump was making weird alarm sounds and would shut down despite new batteries. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that no labels were removed, but the syringe port was damaged upon receipt. Functional evaluation could not duplicate the reported issue. No error codes were found in the device event history log. Results: the customer reported problem was not duplicated during the investigation however, the device was found to have a damaged syringe port and the liquid crystal display lcd does have missing segments. Root cause of the customer reported issue is unknown, could not be determined, as the reported issue was not duplicated during the investigation. Preventive maintenance to include a software update as well as replacement of the pump rear housing and liquid crystal display was performed. A manufacturing device history record DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device., corrected data: d4: correction: model number: 7400.